Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The insulin pump was under delivering insulin and the blood glucose is high as 550 mg/dl. The current blood glucose was 93 mg/dl. Customer was not feeling well and went test blood glucose it was 550 mg/dl and could not get it down. Customer treated for high blood glucose with a pump. Significant events leading to hospitalization was high blood glucose and urinary tract infection. Customer wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.